Event description:
It was reported during a da vinci si hysterectomy procedure the prograsp forceps instrument stopped responding to the system. No other information was provided. Nothing was reported having fallen into the patient. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
Instrument was returned and evaluated. Engineering found scratches on the maintube that were not reported by the site. The distal end of the main tube has various scratch marks with light material removal. Evidence is not conclusive, however, may have been caused by instrument collisions or rough handling. The instruments and accessories user manual specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.